Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2020. The reason for the replacement is unknown.

Manufacturer narrative:
H6 patient and device codes updated based on new information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received stated that the patient's ipg had become inoperable prior to the replacement on 13 may 2020. The patient had stopped charging the ipg as instructed.